Manufacturer narrative:
Device is not available for evaluation. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During implantation of a maxdrive mini screw in the parasymphysis of the mandible, the screw head broke off. Screw shaft still remains in the bone. No additional surgery required.